Event description:
It was reported that a spectrum pump powered on and off by itself. The problem occurred during an unspecified process step at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A review of the event history log revealed improper shutdown messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'powers off by itself' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.